Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that after a da vinci-assisted gynecology surgical procedure, the fenestrated bipolar forceps instrument was noted to have a damaged insulation. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury reported. The issue did not cause any delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was analyzed and found to have a scratched main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 1.20 mm - 4.00 mm in length and were not axially aligned with the tube axis. Material was not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.